Event description:
The customer reported that the unit will not boot up past the seventh arrow. No pt injury was reported.

Manufacturer narrative:
The ge service rep troubleshot the system and found the s-ram card was bad. He replaced the s-ram and tested the unit. It is now working as intended.